Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that no matter what they do the error alarm persists. The customer's blood glucose was 183 mg/dl. Troubleshooting was performed and during fixed prime process insulin did not exit the tubing. Further troubleshooting was performed and during manual priming insulin did exit the tubing. The customer was advised that the no delivery alarm was caused by infusion set/reservoir occlusion. Nothing further was reported.